Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain / transient proceed') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient undergone essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), rash ("rashes/skin conditions"), psychological trauma ("psych injury"), bladder disorder ("allergy bladder/urinary problems (bladder problems)"), dysuria ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines headaches"), nausea ("nausea"), nervous system disorder ("neuro conditions/problems"), seizure ("seizures") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved and the dyspareunia, dysmenorrhoea, female sexual dysfunction, blood disorder, cardiac disorder, anaemia, hypersensitivity, allergy to metals, rash, psychological trauma, bladder disorder, dysuria, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events ; pain (pelvic/abdominal., back, dyspareunia, dysmenorrhea (cramping), apareunia, chronic transient proceed, bleeding (general abnormal bleeding, menorrhagia (heavy menstrual bleeding), blood/heart disorder, anemia, other): general abnormal bleeding, allergy (hypersensitivity, nickel allergy, rashes/skin conditions), allergy bladder/urinary problems (bladder problems, urinary problems, bladder infections, uti, vaginal infection, vaginal discharge, other injuries/symptoms (fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neurological conditions/problems, seizures, tumors, vision problems, weight gain, weight loss, patient undergone essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.